Event description:
It was reported that the reliance pf femoral component and femoral head removed. Loose stem.

Manufacturer narrative:
An event regarding loosening involving a reliance stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as the reported device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device return, operative reports, patient history, progress notes, and x-rays are needed to fully investigate the event.

Event description:
It was reported that the reliance pf femoral component and femoral head removed. Loose stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.